Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01007.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using pod coils and lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil through the lantern, the pod coil became stuck in the middle of the lantern. It was also reported that the pod coil could not be removed out from the lantern. Therefore, the pod coil and lantern were removed. The procedure was completed using a new pod coil, pod packing coil (pod pc) and, another microcatheter. There was no report of an adverse effect to the patient.